Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient underwent a minimally invasive posterior spinal fusion. It was reported that patient experienced pain immediately after surgery. Four months later, the patient underwent a revision surgery to remove two screw caps that were left behind from the initial surgery. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient presented with low neck pain and thoracolumbar back pain. Patient reported decreased mobility of his neck and back. Physical therapy did not help. Epidural steroid injection at c6-7 and t2-3 helped for three months. The patient underwent surgery to treat degenerative biomechanical instability of l5-s1 with diskogenic back pain l5-s1 and one-sided foraminal disk herniation l5-s1. The surgery consisted of a transfacet interbody fusion with complete discectomy, placement of peek cage, rhbmp-2/acs, tricalcium phosphate and posterior pedicle instrumentation. Half of the bmp sponge was placed in the central disc space; the other half of the sponge was placed within the peek cage. No complications were noted. An unknown time post-op the patient "had recurrent low back pain and on x-ray it did appear that were cap screws resting next to the hardware. It was unknown whether the caps came off or if it was the torque screws." At 161 days post-op, the patient underwent a revision surgery to treat pseudoarthrosis l5-s1 with possible hardware failure. The procedure consisted of open exploration of hardware, with no evidence of hardware failure, and a posterolateral fusion l5-s1 using demineralized bone matrix, and removal of two screw caps, left l5-s1. Per the op notes, the surgeon "identified the torque screw tops, but the cap screws were still intact and the hardware was completely solid."

Event description:
Reportedly, "heterotropic bone growth with left leg radiculitis and left foot numbness. Moderate left foraminal stenosis due to heterotopic bone extending from the posterior margin of the disc to the facet joint. Procedure: open exploration of hardware with no evidence of hardware failure, posterior lateral fusion, l5-s1 using demineralized bone matrix, removal of two cap screws, left l5-s1. Surgery was performed under local anesthesia. "I identified the torque screw tops, but the cap screws were still intact and the hardware was completely solid. Dissected laterally and decorticated the lateral masses from the transverse processes and lateral facet joints at l5-s1 on the left and lamina on the right of l5-s1. I then pulled evo3 dbm onto the laminar bone on the right and transverse processes on the left. The wound was irrigated and the incision was closed. All counts were correct at the end of the case. In 2010-surgical consent for the "re-do fusion, instrumentation,l5-s1. The reason for the surgery is "nonunion, hardware failure." Consent signed by the pt and doctor. In 2012 lumbar spine post myelography with reformation (heterotopic bone growth). In 2010-surgical report."